Event description:
Pt started experiencing pain in left leg. Pt received injections and started having pain in right leg also. Pt cannot sit or stand for long periods. Pt also has difficulty having sex and performing daily activities.